Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest event and subsequently expired on or about (B)(6), 2014 after the use of the product.